Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements in triad configuration. Troubleshooting was performed indicating the high out of range measurements were related to the proximal coil. Non-invasive programmed stimulation (nips) was performed in both triad and single coil configuration. No significant changes in impedance were observed and both configurations were successful in rescuing the patient. The shock configuration was left in single coil and the system will continue to be monitored.